Event description:
The customer reported that sealing could not be completed during a lobectomy even though end tones were heard. There was no bleeding and no pt injury. Another device was used to complete the procedure.

Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional info pertinent to the incident is obtained a follow-up will be submitted.